Event description:
(B)(4). This case, reported by a diabetic nurse educator, concerns an older male patient. The patient's medical history and concomitant medications were not provided. The patient began using the humapen luxura half-dose device (humapen luxura half-dose pen); start date, dose, and indication for use were not provided. On an unspecified date, he had gotten a half unit insulin pen from a pharmacy and subsequently under dosed his insulin by 50%. He was unaware that it was a half unit pen. The pharmacist told him that the pen was just a different color. He was hospitalized (dates and length of hospitalization were not provided). It was reported that he stabilized quickly and was fine. The company representative visited the pharmacy; the pharmacy did not have the half unit pen in stock. There was a disconnect as to where the patient got the pens. The under dose was resolving. The use status of the humapen luxura half-dose device was not provided. No additional information was reported. The reporting diabetic nurse educator did not provide a relatedness assessment. The patient operated the pen; his training status was not provided. The general device duration of use, the duration of use of the suspect pen, use status, and return status of the pen were not provided. Update 10-nov-2010: additional information received 09-nov-2010. Added device specific safety summary. Updated EU/ca fields.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the reporter stated the patient received a half unit insulin pen from a pharmacy and subsequently under dosed his insulin by 50% because he was unaware it was a half-unit pen. There was not a device product complaint, and the device was not returned for investigation. There was evidence of improper use of the device. The patient did not understand how to use the device and was not aware the device dialed in half-unit increments. The description suggests the user may have dosed by "counting clicks" believing each click to represent a single-unit increment as is the case with other products like humapen luxura. This confusion would typically be addressed by confirming the dose dialed in the dose window, independent of the dosing increments. The user manual states luxura hd can inject up to 30 units in half-unit increments and to confirm the desired dose using the dose window.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This case, reported by a diabetic nurse educator, concerns an older male patient. The patient's medical history and concomitant medications were not provided. The patient began using the humapen luxura half-dose device (humapen luxura half-dose pen); start date, dose, and indication for use were not provided. On an unspecified date, he had gotten a half unit insulin pen from a pharmacy and subsequently under dosed his insulin by 50%. He was unaware that it was a half unit pen. The pharmacist told him that the pen was just a different color. He was hospitalized (dates and length of hospitalization were not provided). It was reported that he stabilized quickly and was fine. The company representative visited the pharmacy; the pharmacy did not have the half unit pen in stock. There was a disconnect as to where the patient got the pens. The under dose was resolving. The use status of the humapen luxura half-dose device was not provided. No additional information was reported. The reporting diabetic nurse educator did not provide a relatedness assessment. The patient operated the pen; his training status was not provided. The general device duration of use, the duration of use of the suspect pen, use status, and return status of the pen were not provided.